Event description:
Client's infusion nurse reports during the infusion, the pump made a loud scratching noise and would not stop. She stopped the pump and used a (coram) pump she had in the office to complete the infusion. Client received the full prescribed dose. No side effects were reported. Curlin medical pump (B)(4), exp date: 01/28/2019). Dose or amount: 1480mg, frequency: every 2 weeks, route: IV. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: (B)(4).